Event description:
Customer called on (B)(4) 2012 to report that the unicel dxc 800 synchron system generated falsely high sodium and chloride results on (B)(6) 2012. There were no reports of adverse impact to patient treatment based on these results. The samples were repeated on another dxc instrument on the following day with lower recovery. The field service engineer (fse) inspected the instrument, but was unable to duplicate the issue and the instrument was performing within specification. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues.

Manufacturer narrative:
The root cause of the instrument issue is unknown as the fse could not duplicate the error complained of. Customer has not called back to report any further issues related to this event. (B)(4).